Event description:
The operator experienced rapicide exposure while filling unit reservoir. Symptoms included itchy and irritated lips. Lip and surrounding area appear to be swollen. White blisters on the inside of operator's lips were reported as well.

Manufacturer narrative:
Operator is a trained x-ray technician and develops x-ray film manually through a chemical process. She has been previously exposed to gluteraldahyde-based chemical solutions. At the time of incident, the operator was not wearing full personal protection equipment. It is suspected she has developed sensitivity to gluteraldahyde from her previous exposure as an x-ray technician. The symptoms have not shown to have any long term or permanent effects. Operator did go to the facility's occupational health but no additional medical attention has been sought, to date. Moving forward, facility supervisor has informed operator she will not be handling the chemistry in the gi room. Mediators is working with the facility to explore the possibility of initiating a gluteraldahyde-free environment within the gi room of the facility. Upon receipt of additional information, mediators will review and determine if a supplemental report is necessary. Device is a consumable product.